Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Pressure testing was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a vented solution set had air in the line. The set was used with a baxter set and pump and a non-baxter solution bag. This occurred during infusion of 1 g of meropenem diluted in normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.